Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the customer had low blood glucose level. The customer¿s blood glucose level at the time of incident was 39 mg/dl. The customer¿s current blood glucose level was 150 mg/dl. The customer was treated with glucose tablets for low blood glucose. The drive support cap was normal. The insulin pump will not be returned for analysis.